Event description:
It was reported that this right ventricular (rv) lead exhibited thresholds issues. The lead remains in service. Patient is dependent and had underlying rhythms at times. No adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".